Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form and the anastomosis leaked. The surgeon manually sutured the application site to correct the condition. No pt injury occurred.

Manufacturer narrative:
5/9/97-supplemental report #1 submitted to FDA.